Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h10. Visual examination of the returned product identified that the tip lock slid up easily allowing for the tip to become loose and vibrated during operation. Device is used for treatment. The root cause of the reported issue is attributed to the tip lock thickness dimension having been manufactured at the low end of the specification such that the interference condition with the slot width (post mold change) may not be sufficient with normal process variation. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the tip of fan spray kit was removed during surgery. No further information provided. It is unknown if the tip came off on its own or if it was removed. There was no harm or delay. There was no adverse event reported as a result of this malfunction.